Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting noise. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.